Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms and an inaccurate fill estimate reading. The customer's blood glucose (bg) level was 417 mg/dl. A pump system check was performed. The cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer changed out the infusion set site and received an occlusion alarm. Tandem technical support confirmed that the fill estimate was inaccurate based on the amounts of insulin reported to have been loaded into the cartridge. To address the occlusion and fill estimate, the customer was to change out the cartridge and infusion set. The customer reported that insulin syringes were available, if needed, to address the high bg.